Manufacturer narrative:
A united states customer contacted the siemens customer care center (ccc) and reported that discordant, falsely depressed carbon dioxide (co2) results for three patients were obtained on the dimension vista 1500 instrument. The quality controls (qc) and calibration were recovering within acceptable ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse replaced the reagent 4 (r4), reagent 3 (r3), and sample 2 (s2) mixers and the r4 mixer printed circuit assembly board (pca bd). The cse also performed auto-alignments. The cse verified the instrument performance by running service methods tests, which resulted acceptably. The customer continued to run samples on the analyzer and had no other incidents related to this issue. Siemens further investigated the issue and determined that instrument malfunctions contributed to the falsely depressed co2 results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed carbon dioxide (co2) results for three patients were obtained on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on alternate dimension vista 1500 instruments, and the results were higher than the initial results. The repeat results were reported to the physician(s), as the correct results. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2 results.